Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 06). Reportedly, the customer was not outside of the labeled operating altitude range when this alarm occurred. A new cartridge was loaded resolving the alarm. Blood glucose level was 58 mg/dl.